Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device is reportedly related to the sfn (B)(4). The device was replaced.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject device is reportedly related to the (B)(4). The device was replaced.